Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed the error 1153 repeatedly occurred on the dual camera interface board (dcib) and replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has received the ec for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained. The root cause of error 1153 points to the dcib in the ec is reporting a severe current fault.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure and prior to ports placement, the customer informed intuitive surgical, inc. (Isi) technical support engineer (tse) that repeated non-recoverable error 1153 occurred upon startup. The customer power cycled the system, but the issue was not resolved. The tse confirmed error 1153 in the logs pointing to endoscope controller (ec). The customer elected to abort the procedure. There was no patient involvement.